Event description:
During a case involving a heavily tortuous and calcified circumflex, the pixel would not cross. The device was dottered and dottered across, but it would not cross. It was then pulled back into the guiding catheter (contrary to IFU) and the stent dislodged and was still on the guide wire. A balloon catheter was used to try and retrieve the stent, but the tip of the catheter would not go into the stent. Another balloon catheter was attempted and it went into the stent part way and the balloon was inflated. The unit was pulled back; however, the stent came off of the balloon catheter and floated down to the iliacs. No further attempts were made to retrieve the stent. No patient effects were reported.